Manufacturer narrative:
The returned device was investigated. No external damage or defects were observed. During testing, the unit went into watchdog error and showed mx board failure. The touch screen would sometimes freeze and would not respond. After replacing it with a known good one, the touch screen was responsive. Multiple pogo pins on the system circuit board were stiff, potentially preventing the unit from charging the battery. The u17 chip failure caused the mx board failure.

Event description:
The customer reported the device screen is freezing. No patient impact or consequences were reported.